Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lapidus surgery the screw ar-8730-xx (unknown length) broke off during insertion. The broken screw remained inside the patient. The surgery was finished successfully with a different screw. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 15-dec-2023: it was confirmed that 2 sizes were used 44 + 32 mm, but no information about the batch is available. The screw will not be returned as it was left in the patient.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or excessive force being used during insertion of the screw.